Event description:
It was reported the snare and the guidewire became stuck in the duodenoscope and neither could be pulled up through the endoscope nor retrieved laparoscopically, and it was difficult to advance the snare. The issue occurred during manual cleaning and a 10 centimeter long wire came out. There were no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.